Event description:
It was reported that the patient experienced adhesive issues with infusion set, which fell off during use event on 15 apr 2026.

Manufacturer narrative:
Initial 3 of 3. E1: name: tandem. Country: united states of america. Address ¿ line 1: 11045 roselle street. Address ¿ line 2: suite 200. City: san diego. State, province or territory: ca. Post office or zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.